Manufacturer narrative:
Qc was within laboratory established ranges prior to the event. Qc run in the afternoon was out of range low. Qc was rerun at 1734 was within range. The customer replaced the k tip which resolved the issue. Service was not dispatched; however, service assisted and instructed the customer via telephone to run additional samples to stabilize the new electrode.

Event description:
A customer contacted beckman coulter inc. (Bci) to report an erroneous potassium (k) result generated by the synchron unicel dxc 600 clinical chemistry analyzer. The results were reported out of the laboratory. The sample was rerun after troubleshooting corrected the issue and higher result was obtained and reported. Patient treatment was not initiated or withheld due to the low result reported.